Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/10/2016 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion observed in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). The initial "power¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and the pump having no power due to moisture damage. (B)(4). Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.